Event description:
It was reported the patient¿s atrial lead reflected noise via a merlin.net transmission. The lead was explanted and replaced. The patient was stable before, during and after the procedure.